Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage of 2.59 and a charge time (CT) of 8.7 seconds. Premature battery depletion was alleged. It was noted that all pacing impedance measurements were normal at that time. A boston scientific technical services (ts) consultant recommended performing a 'save to disk' and 'memory dump' for further analysis. It was noted that the save to disk and memory dump would be performed at the patient's next follow up visit. Additional information was provided that the device was later explanted and returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decreased monitoring voltage of 2.59 and a charge time (CT) of 8.7 seconds. Premature battery depletion was alleged. It was noted that the pacing impedance measurements in all leads were normal. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.